Event description:
It was reported that the patient underwent a pump replacement, because of battery depletion. At the time of surgery it was found that the catheter connector had become eroded and was not properly connected. The connector was replaced and connected to the new pump. The physician decreased the dose. The patient was doing well with the reduced dose following the surgery. The patient fully recovered. The pump contained a mixture of morphine (30 mg/ml) and bupivacaine (18 mg/ml).

Manufacturer narrative:
(B)(4).